Event description:
The facility reported a pump with failure code 500:320. This event occurred during biomed testing. There was no reported pt injury or medical intervention. This pump contains user interface module master software version 5.03.00 which is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
The pump was reported with failure code 500:320. Primary repair confirmed the reported problem, finding failure code 500:320:844:0000 upon power up. The problem was determined to have been caused by an inoperative pump-head module (phm) keypad on channel "c". The phm keypad on channel "c" was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated CAPA.